Event description:
It was reported that the pt underwent a sling procedure on 09/30/2004. Warfarin medicine was stopped 09/24/2004 and clexane 80 mgs bd was commenced. The procedure was uneventful with no complications. The pt collapsed at seven hours post operative. Following resuscitation and a period of time on the high trauma unit to stabilize, the pt was taken back to the operating theatre. The physician cut the tape that had been inserted and performed a burch colposuspension. The pt had around 2 litres of fluid within the retro pubic space although no actual bleeding and no sign of perforated vessels were noted. Pt was taken to high dependency unit. Pt was there for 2 days. On the 3rd day the pt expired due to a myocardial infarction. A post mortem was not performed.